Manufacturer narrative:
The complaint of a catheter break was confirmed, and the cause is likely use related. The product returned for evaluation was a 4 fr s/l groshong nxt clearvue PICC. The sample contained a complete break at the 45cm depth marking. Microscopic examination of the break site revealed the fracture site was largely planar in shape with a dull and granular fracture surface. Tactile evaluation revealed extreme tensile weakness between the 44cm and 45cm depth markings. The observed damage is characteristic of a tensile break. The catheter was pulled to the point of failure. A lot history review (lhr of rexe1599 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted into pt on (B)(6) 2013, the process went smoothly. On the morning of (B)(6) 2014, when the pt wake up, he found the connector was missing. X-ray check shows the rest of the catheter was inside the upper arm. Considering the safety of pt, nurse called doctors in vascular surgery dept for help and they finally pulled out of the catheter and changed another set of PICC.